Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 480cc smooth mentor memorygel breast implant experienced right-sided grade iii capsular contracture postoperatively, confirmed by a physician. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3505480bc, right serial # (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Mentor received additional event information that the patient¿s capsular contracture was upgraded to baker grade IV. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).